Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant procedure, the pulse generator was attempted to be interrogated but was unsuccessful. The device was not used and replaced. No patient was involved.